Manufacturer narrative:
The actual date of event is unknown. The reported issue that the lvp module dimmed led segment issue could not be confirmed. No further investigation is necessary as CAPA (B)(4) was opened to address this issue. Based on the findings the probable cause of the reported issue was due to manufacturing.

Event description:
It was reported a device issue involving dimmed led segments where numbers were not clearly displayed on lcd. It was noted that the devices were remediated on site. There was no patient involvement.